Event description:
Could not measure lead impedance (device at eri). Crosstalk and constant v safety pacing. 'Possible header concern'. Device subsequently tested out of specification during manufacturer's analysis.